Event description:
The article "transapical transcatheter mitral valve replacement after failed transcatheter edge-to-edge repair: a multicenter experience" was reviewed. The article presented a retrospective multi center study, to evaluate the early results of elasta-clip followed by transapical transcatheter mitral valve repair (tmvr) in patients with symptomatic failed mitral valve transcatheter edge to edge repair (m-teer). Devices mentioned include mitraclip and pascal. The article concluded that transapical tmvr after elasta-clip is a feasible and less invasive option for the management of failed m-teer that can be performed with acceptable results in a carefully selected patient population. . [The primary author and corresponding author was dr fabien praz at bern university hospital, bern switzerland with corresponding email fabien.praz@insel.ch.]. The time frame of the study was december 2018 and november 2023. A total of 22 patients were included in this study, of which an unknown amount received an abbott teer device and all received an abbott tmvr device. The average age was 77 years and majority gender was male. Comorbidities included hypertension, diabetes, atrial fibrillation, chronic lung disease, coronary artery disease, myocardial infarction, percutaneous intervention, peripheral artery disease, stroke, chronic kidney disease, dialysis, previous cardiac surgery, previous transcatheter cardiac intervention, heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, chronic lung disease, coronary artery disease, myocardial infarction, percutaneous intervention, peripheral artery disease, stroke, chronic kidney disease, dialysis, previous cardiac surgery, previous transcatheter cardiac intervention, heart failure. Complications reported included recurrent mr, mitral stenosis, leaflet perforation, hospitalization, surgical investigation, slda, partial clip movement; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3 event date is estimated. Device information was not provided. Literature attachment: transapical transcatheter mitral valve replacement after failed transcatheter edge-to-edge repair: a multicenter experience.